Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e601 analyzer. The units of measure were not provided. The patient's sample was tested in a sample cup that was processed on the modular pre analytics device. The patient's initial hcgb result was 0.100 accompanied by a data flag. The same tube was tested again and the result was 0.100 accompanied by a data flag. On (B)(6) 2012, the patient had a new sample drawn and tested. The new result was 124000. On (B)(6) 2012, the laboratory took the primary tube from the initial analysis and re-tested it. The first repeat result was 6500. The second re-test result was 6767. The quality control results were good and there were no alarms. It is not known if the patient was adversely affected. The hcgb reagent lot number was 164948 and the expiration date was not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration signals were within expectations. The quality control data were within range, but the customer only runs one level per day. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).